Event description:
It was reported that seven days post a port placement in the right side of chest wall via the right internal jugular vein, the catheter preflush and retraction were allegedly not smooth. It was further reported that the intraoperative retraction and blood return were not smooth. Reportedly, the port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported difficult to flush and suction issue, as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that seven days post a port placement in the right side of chest wall via the right internal jugular vein, the catheter preflush and retraction were allegedly not smooth. It was further reported that the intraoperative retraction and blood return were not smooth. Reportedly, the port system was replaced. There was no reported patient injury.